Event description:
It was reported to medtronic that a physician was notified by a colleague, that sometime within the past 10 years, the following account occurred when a microdebrider was being used with the tricut blade: ¿decreased mucosal wave propagation and/or an adynamic segment are best recognized on laryngovideostroboscopy and have been found in several patients following use of the microdebrider.¿ the doctor has confirmed that no additional information is available.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 1898200t: microdebrider 1898200t igs; 510k: k041413. (B)(4). No known device problem. Product evaluation: no analysis results available. Devices will not be returned for evaluation. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.